Event description:
Pt reported obtaining a result of 185 mg/dl, at 10:00 pm, while using the suspect device. Based on this value, pt reportedly delivered 10 units of nph insulin, ate mashed potatoes, and went to sleep. Pt indicated that, during the night, he began seizing. Pt's spouse reportedly phoned emergency medical services, and upon their arrival (at 2:30 am), pt's blood glucose measured 15 mg/dl (on paramedics' blood glucose monitor). Pt indicated that paramedics stated that he was in a diabetic coma. Pt was reportedly given an intravenous glucose solution, after which he regained consciousness. Pt indicated that the paramedics retested his blood glucose, at 4:30 am, and obtained a result of 146 mg/dl. Pt was not transported to the hosp for additional treatment. Pt's current condition: "good." Pt noted that, after the event, a nurse performed quality control testing on the suspect device and the results fell within the acceptable range. Technical support requested the return of the suspect product and replacement product was shipped.